Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2005 remains implanted. Patient received inappropriate shocks yesterday due to noise and over sensing on the v. The physician was dr (B)(6). The procedure took place at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).